Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the cervical screws backed out approximately 6 weeks post op. No patient complications were reported.